Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, the patient presented with phrenic nerve stimulation due to lead position. It was also noted the patient had phrenic nerve stimulation after implant; however, it was resolved with reprogramming. The lead was explanted and replaced, and the patient was stable with no adverse consequences.